Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing involved starting the pump in application mode. The pump did not duplicate the reported issue during the investigation. The downstream occlusion sensor was replaced as a preventive measure. Based on the investigation, the complaint allegation was not confirmed. Additional information was received indicating that the issue was found during testing.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed a double alarm that there's no cassette . There was no patient involved.